Manufacturer narrative:
Refer to service record #(B)(4) - "customer stated unit failed to prime. Unit primed and functioned within all specifications. Could not verify malfunction." On 01/26/2013: complaint closed; as of this date, there are (B)(4) documented complaints, the complaint rate is (B)(4). On 02/04/2014: opened CAPA (B)(4) to review 2012 complaints. Updated with the following details: completed and attached a current MDR decision flowchart. The DHR for lot # 17412-01 was reviewed. The unit met mfg specifications when released and there were no issues related to the complaint. This lot has a (B)(4) complaint rate. There were (B)(4) units released to distribution. A review of lot history showed that there were a total of (B)(4) units that would not prime and (B)(4) units stopped cutting. A review of the console history was not performed because the console serial number was not reported with the complaint.

Event description:
Failed to prime.